Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-18279.

Event description:
The customer reported via phone call he was hospitalized. Blood glucose at the time of admission was 34 mg/dl. The customer stated he had lunch and while on the bus he was feeling low and took a glucose tablet. He had to be helped out of the bus and into a restaurant and that is the last he remembers before the hospitalization. The customer mentioned that when blood glucose is below 100 mg/dl he will quickly feel sick. No troubleshoot performed.